Manufacturer narrative:
Zimmer biomet complaint number (B)(4). (B)(4). Concomitant medical products: lps-flex precoat femoral; p/n: 00596001652, l/n: 63075041. Lps flex art surf; p/n: 00596203210, l/n: 63671216. All poly pat comp; p/n: 00597206529, l/n: 63820528. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it was not released by the surgeon. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial right knee arthroplasty 2 months post-implantation. Subsequently, the patient was revised due to malposition of the tibial component. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was not evaluated and the reported event was confirmed via xray report. Radiographs were provided and reviewed by a health care professional. Review of the available records identified medial tibial plateau collapse with subsidence of the medial tibial tray resulting in varus alignment of the knee. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to malposition of the tibial component 2 months post-implantation. Attempts to obtain additional information have been made; however, no more is available.